Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown; expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently patient was revised on (B)(6) 2016 due to unknown reasons. During the procedure, the instrument fractured while tightening the screws and attaching the extractor plate. The patient had all hardware removed and a shoulder mold inserted.